Event description:
It was reported customer has been experiencing high blood glucose. Customer woke and blood glucose was 200 mg/dl. After school blood glucose was 69 mg/dl. At 7:15 pm it was 377 mg/dl. A complete set change was done and blood glucose was checked again until 11:30 pm, it was 440 mg/dl. Customer's mother checked blood glucose and it was 411 mg/dl. Customer's mother stated she might have miscalculated the dinner bolus and may have not given enough insulin. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.